Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was saccular and the aortic neck had an angulation of 18-20 degrees. Vessel morphology was not reported. It was reported that the stent graft was deployed; however, there was difficulty retracting the tapered tip into the graft cover. The delivery system was removed form the pt with the tapered tip exposed. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes, results: other (excess glue on the inner member). Evaluation summary: the delivery system was returned and its evaluation has been completed. The slider was retracted all the way back to simulate deployment. Attempted to recapture the tapered tip by pulling back the quick disconnect was met with resistance at 450mm from end of hypotube. The quick disconnect was pulled back more and trace of excess glue and black imprint of o-ring material were noted on the inner member which was interfering with the taper tip recapture.